Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the crt-d device was not fully secure in the pocket resulting in a left ventricular (lv) lead dislodgement which was confirmed via x-ray imaging. The lv lead was capped and replaced. The patient was stable.